Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h10: the actual device was received for evaluation. The sample was returned to the plant containing 75 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed after use of the device. The reporter stated that approximately 30% of the solution remained in the device, then later specified the amount to be unknown. The device had been filled with flucloxacillin 8000mg plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.